Event description:
Boston scientific crm received information that this patient underwent a surgical lead revision due to perforation of the right ventricular vessel. The lead was repositioned and the patient suffered no adverse effects as a result of this surgery, and is recovering well.